Event description:
It was reported that a broken weld at the fowler weldment box led to misalignment of the fowler ball screw. No adverse consequence reported.

Manufacturer narrative:
Actuator box and cover.